Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that order was not crossing over. The technical support specialist dialed into the server and ran the downtime query. While checking, tss found one pending cce message. Upon reviewing the pes, the last upload time was current. Tss called the customer to request the sample, but the customer mentioned that their users had informed them there was no issue and everything was working fine. The customer requested to keep the ticket open for 24 hours for monitoring. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ es server had orders not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.